Manufacturer narrative:
The troponin t hs elecsys e2g reagent lot number is 827232, and the expiration date is 30-apr-2026. The qc for line 2 was provided and within specifications prior to the event. The qc was not provided for line 1. There were no relevant alarms that occurred at the time of the event. A field service engineer (fse) inspected the instrument and re-adjusted the gear pump pressure, performed a wash sipper flow path maintenance, and primed the on-board reagents. The analyzer was working within specifications after the service actions were complete. The investigation determined that the root cause was a misadjusted gear pump pressure.

Event description:
There was an allegation of a questionable troponin t hs elecsys e2g result from the cobas e 402 analytical unit for one patient. The initial result of the first sample at 14:37 was 89.8 pg/ml, and the repeat result was 16 pg/ml. A second sample was taken at 16:33, and the result was 10.1 pg/ml, and the repeat result was 9.51 pg/ml.